Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file spanning approximately 5 days ((B)(6) 2020 per timestamp) was submitted for review. From (B)(6) 2020 16:32:14 ¿ (B)(6) 2020 at 5:00:18 there are several intermittent atypical low power hazard alarms that are coincident with rsoc invalid faults while connected to the mpu. Of these events, low power alarms progressed into no external power alarms on (B)(6) 2020 at 17:17:31, (B)(6) 2020 at 14:56:25, (B)(6) 2020 at 01:41:39, (B)(6) 2020 at 1:48:22, and on (B)(6) 2020 at 05:00:12. The backup battery was activated during every low power hazard and provided power during each no external power event. These events are indicative of a loss of ac power and these events cleared on their own. Pump operation was not affected. There were no other notable alarms in the log file. Multiple good faith efforts were sent asking for clarification regarding the reported event and for the serial number of the mpu; however, to date no response was received. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage advisory and no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced multiple no external power alarms while connected to the mobile power unit.